Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg pocket site was uncomfortable. The patient underwent surgery on (B)(6) 2016 where the ipg was explanted, the pocket site was moved to a different location and the ipg was replaced with a different model. The patient reported the issue was resolved.